Manufacturer narrative:
Evaluation: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an scs system in 2002. The pt reported on (B) (6) 2009 that in 2004 she had an MRI. She stated that when the hospital staff turned on the MRI, she felt excruciating pain and suffered burn marks on her back. She reported that when she was brought out of the MRI, she initially could not use her magnet to turn the ipg on/off, but she was able to use the programmer. The pt stated that she knew the MRI was contraindicated but that her caregiver at the time said it would be okay. The pt's ipg battery is now depleted but she has elected not to have it replaced. Follow-up with the pt found that she has no other problems from the reported incident in the MRI.